Manufacturer narrative:
Additional information received; d6b. Explantation day, month and year.

Manufacturer narrative:
Corrections were made to d1 brand name, d4 catalog number, d4 serial number accordingly. The returned device was received. D9 device available for evaluation with date received was captured accordingly. Investigation. The returned device was evaluated/analyzed. Device history record review revealed the pump passed all the post sterile inspection checks. The cause of the stroke/peri-procedural adverse event was unable to be determined due to insufficient clinical details. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a bedside nurse called regarding a placement signal alarm. The yellow alarm indicating that the placement signal was unreliable appeared on the screen. The complainant was able to guide the nurse to ensure that the plug was fully inserted into the automated impella controller (aic). It was confirmed to be properly connected; however, when the nurse adjusted the plug slightly, the placement signal began functioning again. It appears to be working intermittently and remains unreliable. Additional information stated that the patient is still receiving support, and the team will make every effort to recover the device after explant. A return kit is already available at home, and notification will be provided if and when the device is shipped. The patient experienced a hemorrhagic stroke while the 5.5 device was in place. The team does not believe the 5.5 device contributed to the stroke, as it was associated with another medical condition. The patient underwent an emergent craniotomy and evacuation, and this remains an ongoing concern for the patient.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product return stroke/peri-procedural adverse event: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review the pump passed all the post sterile inspection checks.

Manufacturer narrative:
Additional information was received and noted the following regarding the patient's implant experience: bedside nurse called about placement signal alarm. The yellow alarm for placement signal unreliable was on the screen. The nurse walked through making sure the plug was fully pushed into the automated impella controller (aic). It was, however she wiggled the plug and the placement signal started working again. It seems to be intermittently working and becoming unreliable. Related report number. This is one of two devices associated with the patient's implant experience. Refer to h10 for the related report number(s).